Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of repair of anterior talofibular ligament of right ankle, when insert the anchor, noted the thread of anchor was peeled (as the photo shows). No additional information could be provided. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the external geometry of the screw was damaged; it was observed that the threads were peeled. Also, it was identified biological residue along the screw. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device 7l19138 number, and no non-conformances were identified. The possible root cause could be attribute when the anchor is off angle or bending force used while screwed causing the damage in the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of repair of anterior talofibular ligament of right ankle, when insert the anchor, noted the thread of anchor was peeled (as the photo shows). No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection, the photo is slightly blurry, but it appeared that the external geometry of the screw was damaged; it was observed that the threads were peeled. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device lot number:7l19138, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. The possible root cause can be attribute when the anchor is off angle or bending force used while screwed causing the damage in the anchor. However, it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior talofibular ligament repair procedure of the right ankle on (B)(6) 2021, it was observed that the thread on the anchor on the 4.5 healix br anchor w/ocord device was peeled. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.